Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the customer had high blood glucose levels of 342 mg/dl. The customer reported a button error alarm from the insulin pump that they were unable to clear. No additional information is provided.